Manufacturer narrative:
Continuation of d10: product ID 97715. Serial# (B)(6). Implanted: (B)(6) 2023. Product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins was replaced on 2023-04-19. The root cause of the ins recharging issues that led to the replacement was not definitive, but it was suspected that the implant depth was not on label. It was reported that the issue was resolved with a replacement. The device would not be returned for analysis due to costumer refusal. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use on (B)(6) 2023. The caller reported that they briefly met with pt today and was told that the patient's ins was replaced because they had issues charging their ins. Caller stated they were unsure as to why the pt was having issues recharging and did not know if it was due to external equipment, or the internal ins itself. Caller inquired about recommended implant depth and position. Caller stated that the patient's new ins was implanted about 3.5 cm deep within the pocket. It was reviewed that labeling recommends the ins be implanted no deeper than 3 cm deep. Caller also commented that pt had an intellis ins today when they saw them and was not sure if pt had their ins replaced or not. Caller did not have any further details. The caller was not with the patient.

Manufacturer narrative:
Continuation of d10: product ID 97715, serial# (B)(4), implanted: on (B)(6) 2023 explanted: product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.